Event description:
It was reported that when using the bd pyxis¿ es server, adt and orders were not crossing over. Multiple facilities were affected. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device adt and orders failed to cross over. A technical support specialist ran downtime query, found xml processing messages were all piled up, restarted external processing message and messaging queue services, deployed restart rs services on server to resolve the issue and messages started draining slowly. The system functioned as intended after the technical support specialist troubleshot the device.